Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was mfg and used outside the u.s. Analysis is pending.

Event description:
After implantation of the subject device, the pt reported feeling faint, which the physician indicated was due to capture failure. Improper lead connection of the leads to the pacemaker was suspected by the physician. "During reintervention, the physician changed the lead but there was still no capture." Another pacemaker was implanted, which solved the problem.